Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that the locking components were damaged. Device was inspected and repaired.

Event description:
Customer reported drill loses power. This is report 1 of 1 for event #com-(B)(4).